Event description:
As per reporter an m6-c device was explanted due to osteolysis caused by wear particles in a prosthesis.

Manufacturer narrative:
The device did not return for investigation. If the device becomes available an investigation will be performed at that time. A review of the production records was performed and all devices passed final inspection.